Event description:
It was reported that pump experienced malfunction based on customer email communication, but no further details about issue were available because customer only requested follow-up and did not provide additional information. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding troubleshooting, corrective actions, or outcomes, and no actions taken by technical support or customer were documented.